Manufacturer narrative:
An event regarding a revision due to a broken insert post involving a scorpio ps insert was reported. The event was confirmed. Method and results: device evaluation and results: the post of the scorpio-flex ps x3 tibial insert broke in fatigue with the fracture starting on the posterior surface and progressing in an anterior direction. Damage consistent with contact with the femoral component was observed on the posterior side of the post. Burnishing, scratching and third body indentations were observed on the articulating surfaces of the insert. There was evidence of a white flake band on the insert that could indicate oxidation. No material or manufacturing defects were observed during this examination. Medical records received and evaluation: a review of medical records was not performed as no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Lot ID: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported instability could not be determined. A review of the material analysis indicated the post fractured in fatigue. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Revision left tka for instability of scorpio tka. Found ps post to be broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Revision left tka for instability of scorpio tka. Found ps post to be broken.